Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer's site. The reported complaint of "thermogard failed to detect that the roller pump lid was closed" was confirmed during functional testing. The root cause was due to the damaged hall sensor board, caused by silicone contamination and saline spillage, likely attributed to user mishandling. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. During functional testing, the thermogard failed self-test as the closed roller pump lid could not be detected; thus, confirming the reported complaint. Investigation findings revealed that the pump raceway, under the rotor assembly, was contaminated with saline. Moreover, traces of saline and silicone were observed on the leds of the hall sensor board. Most likely, the silicone contamination and saline leakage caused a short circuit, which prevented the amber leds of the hall sensor board to turn off when the roller pump lid was fully closed. During further functional testing, unrelated to the reported complaint, it was noted that the display head connector to the lower controller board (I/o board) was slightly broken. Thermogard is a reusable device and was manufactured in 2010 and has exceeded its expected service life of 5 years. The root cause for damage could be due to normal wear and tear. The customer decided that service won't be performed by zoll due to the age of the device. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During set up, the thermogard xp ivtm system (sn: (B)(4)) failed to detect the closed roller pump lid. The system was checked and ensured that the pump lid was fully closed. However, the thermogard failed the self-test again and displayed a red light, indicating that the roller pump lid was open. Another thermogard system was used to continue the ivtm treatment. No further information was provided. No known consequences or impact to the patient.